Event description:
Within 48 hours after treatment the pt had itching, swelling and redness at the treatment sites. The physician feels this is not an allergic response, but a granulomatous foreign body response. They are treating with elidel topical ointment for the symptoms and oral keflex as a prophylactic against infection.